Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, 90% stenosed, de novo lesion in the distal right coronary artery. Pre-dilatation was performed using a 2.0x12 mm mini trek balloon dilatation catheter (bdc). The 3.0x15 mm xience alpine stent delivery system (sds) was advanced without resistance to the target lesion. The alpine sds was pressurized to 8 atmospheres and contrast was leaking from the distal part of the balloon. The alpine stent was deployed and there was no resistance or difficulty removing the sds balloon from the deployed stent. The alpine stent was post-dilated with a 3.0x12 mm nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure.